Event description:
It was reported to boston scientific corporation that a wallflex enteral colonic stent was implanted within the sigmoid colon of a patient on (B)(6) 2013, during a stent placement procedure. According to the complainant, the patient was diagnosed with colon cancer. The stent was being implanted as a bridge to surgery and for treatment of ileus caused by a stricture within the sigmoid colon. The stricture was reported to be approximately 3 to 3.5 cm in length. The patient's anatomy was reported to not be tortuous. No dilatation was performed prior to stent placement. The patient was not undergoing chemotherapy or radiation prior to or during this event. No visible issue was noted to the device. On (B)(6) 2013, a wallflex enteral colonic stent was successfully implanted without any complications. At this time, the patient was reported to be in good condition. However, on (B)(6) 2013, a computed tomography (CT) scan was performed and a perforation was observed within the sigmoid colon. The patient did not report any stomach pain. An emergency laparotomy was immediately performed and the physician removed the malignancy along with the perforated area of the colon and the stent. In addition, a stoma was created. The patient remained within the hospital following this procedure. On (B)(6) 2013, another surgery was performed to treat complications associated with an anastomosis created during the procedure on (B)(6) 2013. The patient is currently stable and in the intensive care unit (ICU). The physician is taking the wait-and-see approach, and placed the patient on a non-eating regime while treating her with "infusion solution" within the ICU. In the physician's assessment, the perforation occurred as result of the intestinal wall not being able to withstand the dilatation force of the stent. The perforation was located at the center area of the stricture where the stent was placed. The physician noted that during the laparotomy, feces run off was observed from the perforated area and it is likely that the perforation occurred one day following stent placement, on (B)(6) 2013. The physician also noted that when the stent was removed from the patient, it was confirmed that intestinal wall at the site of the tumor was thin. The physician believes that feces had accumulated at the distal side of the colon, prior to implanting the stent, and as a result, the distal side of the colon was "wide" and this may have influenced the thinness of the intestinal wall at the tumor site.

Manufacturer narrative:
The complainant indicated that the device has been disposed and will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.